Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was not powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor would not power up and resistor r45 and components c4 and c604 were open on the c/a board. Programmable logic device (pld) u1003 had a shorted 1.8 power supply, which prevented the monitor from powering up. The cause for the open components and shorted u1003 power supplies was broken leads on high-voltage capacitors c20 and c21 on the defibrillator board. The root cause for the broken leads on c20 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken leads on c20 and c21. The patient received a replacement monitor.